Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft migrated and two 28 mm 3.75 cm aneurx aortic cuffs were implanted approximately 2 months ago. There was no further info provided to medtronic about the details of the pt or relating to the aneurx device.